Manufacturer narrative:
Additional information was received that the ipg was unable to communicate after the patient¿s fall.

Event description:
A report was received that the patient¿s ipg was not holding a charge after a previous procedure. A detailed analysis revealed that the ipg was damaged. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge after a previous procedure. A detailed analysis revealed that the ipg was damaged. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge after a previous procedure. A detailed analysis revealed that the ipg was damaged. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was not holding a charge after a previous procedure. A detailed analysis revealed that the ipg was damaged. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well postoperatively. The patient¿s previous surgery was not device related. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the ipg was unable to communicate after the patient¿s fall. A detailed analysis was not done. There was no way to specifically determine battery damage or analyze the battery. Additional information was received that the patient will not undergo ipg replacement procedure. There will be no further course of action. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Event date: (B)(6) 2013.